Manufacturer narrative:
Device evaluation: g4, h2, h3, h10. Vyaire medical was able to verify the customer's reported issue during testing and evaluation. Visual inspection revealed component q408 and q405 had signs of overheating. In addition, component q3, q4 and q5 on the blower module and jp2 and jp3 of the main flex. Vyaire medical replaced the hybrid board, blower module and main flex to address the customer's reported issue.

Manufacturer narrative:
Vyaire medical complaint number: (B)(4). At this time, vyaire medical is in the process of evaluating the suspect device. Once the evaluation is completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the customer was not able to power the ventilator up and a burning smell was coming out of the ventilator. There was no report of any patient involvement associated with this reported event.